Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was going through a threshold suspend. The customer's blood glucose level at the time was 113.4mg/dl. Troubleshooting was reported to be conducted. It was reported that the customer conducted a set change, and the device seemed to be functioning properly. The customer is reported to follow up with their health care provider about their concerns. No further assistance was needed.